Event description:
Reportedly, on 13-january-2026, (B)(6) dr pacemaker was explanted after 5 years. Implant date is on (B)(6) 2020.

Manufacturer narrative:
The subject device (B)(6) dr (sn: (B)(6) was implanted for 5 years and 5 months. The data from 26-march-2025 and 4-december-2025 were provided. No data from previous follow-ups were provided. Upon the investigation of the returned device, electrical tests were performed and it works without malfunction. The device paces, senses, and consumes normally. Based on the follow-up data provided (26-march-2025 and 4 -december-2025), the estimation of the overall longevity could be performed. The expected overall longevity is estimated at ¿ 69 months. The implantation duration is 65 months, which is higher than 75% of the estimated overall longevity (75% of 69 months = 52 months). Based on hrs guidelines, no premature battery depletion is suspected. Based on the available data, no premature battery depletion is suspected on the subject pacemaker. This case is retained and utilized for trending purposes.